Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 6 colony forming units (cfus) of revitalizable microorganisms and >80 colony forming units (cfus) of staphylococcus coagulase. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b3 date. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Area where microorganism was detected: all the channels (tous canaux). Total amount of detected microorganism: 3 cfu type of microorganism: klebsiella pneumoniae (amount: unknown) 2nd sampling date: (B)(6) 2024. Area where microorganism was detected: all the channels (tous canaux). Culture test results at the third-party laboratory (second test): less than one (cfu) microorganism (n/a). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation results, it is most likely that there was insufficient reprocessing, however, a root cause could not be determined. ¿the instruction manual of gf-ue160-al5, describes the reprocessing methods in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.